Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet display developed horizontal bars and became unresponsive, consistent with a device hardware malfunction affecting screen visibility; a replacement ilet was provided and the user reverted to an alternate insulin therapy until the replacement arrived. Symptoms included none, and blood glucose levels were reportedly unaffected. Outcomes included no injury, no medical intervention beyond device replacement, and no hospitalization. Investigation included collection of device identifiers, user confirmation of alternate therapy, request for device return, and logistical tracking for return and evaluation. Investigation of this case revealed a suspected display or user interface failure of the ilet consistent with a malfunction of the screen component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly not associated with adverse physiological effects.